Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence and rectocele. After implantation patient experienced pain, erosion, infection, recurrence, dyspareunia and urinary problems. It was reported that patient underwent sling revision/removal on (B)(6) 2012 by implantation surgeon due to dyspareunia and cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.